Event description:
Information received from the field does not address the patient's clinical status but notes a high impedance in the bipolar configuration. The device was reprogrammed to the unipolar configuration and remains implanted.